Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a cartridge change led to a leaking cartridge during setup, after which the user was assisted to replace the cartridge, fill the tubing, and fill a 23-inch, 6 mm contact detach cannula; the leaking cartridge lot number was provided and a return label was arranged to retrieve the cartridge for evaluation. Symptoms included transient hyperglycemia with a reported glucose of 182 mg/dl for about one hour without ketone testing, backup therapy, professional intervention, or other assistance. Outcomes included no injury, no loss of consciousness, and no hospitalization. Investigation included customer contact, request for device return, and collection of product identification. Investigation of this case revealed a suspected leak at the cartridge component, consistent with a device or component failure of the cartridge assembly. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending product evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.